Manufacturer narrative:
Product event summary: at analysis it was determined that the device's rate was out of specification. It was additionally noted that the device could no longer be repaired or calibrated and it was shipped back to the customer unrepaired and labeled as "do not use."

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.